Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set came loose from the body attachment area and one set detached from the quick release and the second set got pulled out. The patient disconnected the set before bathing and was not reconnecting. The infusion set insertion site was at the abdomen and the pump was worn on the same side. The infusion set was being used for 2 days. The infusions were stored in room temperature. The second set of the patient pulled out. The pump was not dropped with the set connected to the patient's body. No further information available.